Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was in need of a repair; no further information was provided. The device was not in use on a patient; as indicated by the initial reporter answering the safety questions during service order initiation.

Event description:
It was reported to philips that the device was in need of a repair. Further clarification was provided and it was determined that the device experienced a co2 pump malfunction. The device was reported to be in clinical use at the time, but the information provided does not indicate patient involvement. No adverse event to patient or user was reported.